Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Device evaluation is anticipated but not yet begun. A supplemental report will be submitted upon completion of the investigation. Lot specific voluntary recall v40 - recall - 249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to dislocation, subluxation and cup impingement. Intra-operatively, it was observed that the shell was well-fixed but malpositioned, the lip of the liner was found to be grooved, worn, and cracked, and mild wear debris was found in the head-trunnion interface. A trident hemispherical cluster hole shell, 10° e trident liner, and 36 +5 v40 lfit head were revised to a tritanium revision shell with 4 screws, a 40 liner, and a 40 metal head. The accolade I stem was well-fixed with the trunnion in good condition and was not revised.